Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was under the care of an allergist as they have had a couple of shunts placed and removed. It was stated the allergist was going to be testing for some of the device products.